Event description:
It was reported that during the procedure and after the patient was under general anesthesia, it was found that the device was displaying error 465, indicating a water pressure self-test error. The procedure was not completed due to this event. The patient is stable, no patient complication or other additional intervention reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned rezum generator underwent a thorough analysis. The error code 465 water pressure self-test error could not be duplicated during functional testing. No error codes appeared during the incoming functional testing. The generator passed the post (power on self-test). Syringe and delivery device were connected with no issues. Generator primed and flush as per specifications. The usb front panel was found damaged, and it was replaced. As no issue was found, this investigation was assigned a most probable conclusion code of no problem detected.

Event description:
It was reported that during the procedure and after the patient was under general anesthesia, it was found that the device was displaying 465 - water pressure self-test error. The procedure was not completed due to this event. The patient is stable, no patient complication or other additional intervention reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.